Manufacturer narrative:
The albumin reagent lot number and expiration date were requested, but not provided. A reagent issue could be excluded as there were no further occurrences and the correct repeat result was obtained with the same reagent. The field service engineer determined the gear pump pressure was too low. The pump was adjusted and the reagent flow path was decontaminated. The reagent probes were replaced and adjusted. Calibration and controls were run and were acceptable. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient service maintenance.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for albumin on a cobas 6000 c501 module. The sample initially resulted in an albumin value of 16.8 g/l. The operator determined the value was implausible, so the sample was repeated. The sample was repeated on (B)(6) 2024, resulting in an albumin value of 44.8 g/l.